Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use to dilate the lesion. However, when the device was advanced over the wire, some resistance was encountered and the shaft broke into two parts. The device did not enter the patient's body and the broken parts were able to be retrieved. A new emerge balloon catheter was used and completed the procedure. No patient complications nor serious injury were reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use to dilate the lesion. However, when the device was advanced over the wire, some resistance was encountered and the shaft broke into two parts. The device did not enter the patient's body and the broken parts were able to be retrieved. A new emerge balloon catheter was used and completed the procedure. No patient complications nor serious injury were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and the hypotube is separated 61.8cm from the hub. Microscopic examination revealed no additional damages. There is blood on the balloon folds and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities..